Event description:
Follow-up with the physician reveals that the patient was seen on (B)(6) 2011 and the settings were successfully increased and diagnostics were done which were within normal limits (exact results not given). The physician is not aware of any device malfunction for this patient. No interventions have been taken or planned to date. The initially reported communication issues were likely related to normal communication issues as no device failure has occurred.

Event description:
It was reported that the physician was unable to communicate with the patient's device. He felt it was because of a problem with his programming system, but a company representative went to the site and confirmed the system was working properly. Attempts for further information have been unsuccessful to date.